Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 140mg/dl-178 mg/dl. The blood glucose testing is performed by the customer 8 times daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer has not had any recent changes in diet, medication but exercise less due to a back injury. The product is stored according to specification. The test strip lot manufacturer's expiration date is 8/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.